Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was a faulty ail pcb (air in line printed circuit board). The ail pcb has been replaced. A service history review revealed that this device was not previously serviced for the reported condition. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
During baxter's review of the event history for another report, it was discovered that failure code 810:03 occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.